Event description:
The dentist reported that an unknown abutment screw fractured in the implant.

Manufacturer narrative:
Upon visual inspection, the complaint was confirmed as the screw was fractured. As received, the top portion of the fractured screw was stuck in the abutment. The part and lot numbers were not provided; therefore, the device history record could not be reviewed. A definitive root cause has not been determined.